Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius safe lock apd luer lock connectors shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the baxter solution bag during dwell 6 of 6 of pd treatment. The patient reported receiving air detected in cassette alarm during an unknown phase prior to the leak. It is unknown at which point in therapy the leak may have began. The source of the leak is the baxter solution bag. All lines and connections were checked and the line bag connection to the baxter bag seemed loose. The patient also reported that for the last 1.5 weeks the cycler door had formed a large gap on the right side where the hinge is. The patient was advised to discontinue the use of the cycler and follow up with the peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that no alternate treatment option is available. Upon follow up, the patient's contact confirmed that treatment was completed with continuous ambulatory pd. The pdrn confirmed the patient does use the fmc adapter for baxter solution bags. The pdrn confirmed the patient did not develop any symptoms, adverse events, injuries, or require medical intervention since the occurrence of this event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The reported cycler has been returned to the manufacturer for physical evaluation.